Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the patient data was not current. A technical support specialist (tss) informed the user that the issue had been caused by the scheduled server reboot and confirmed that everything was up and running. The tss contacted the user to verify, and the user confirmed that everything was working fine. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient data were not current, customer tried hard reset but was not fixed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.